Manufacturer narrative:
The device was rec'd by depuy synthes power tools. Reliability engineering evaluated the devices, and the reported problem could not be confirmed. However during service and repair, device failure were found but were not related to the reported event. If add'l info is rec'd a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report rec'd from USA requesting that the device be evaluated. It is unknown if the device was used in surgery or not. There was no injury reported. It is unknown if delay or medical intervention occurred. There is no add'l info available.